Manufacturer narrative:
The implant coil was returned partially extending from the hub of the catheter and separated from the pusher with evidence of tensile failure on the monofilament. There was no evidence of hydrogel expansion on implant. No evidence of damage to pusher. The implant coil itself was not broken in segments. Based on the investigation, the forces applied to the system appear to have exceeded the tensile strength of the monofilament, causing the monofilament to break, releasing the implant coil from the pusher.

Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that the coil did not advance properly in the microcatheter. After the coil had been retracted, an attempt was made to re-advance the coil into the microcatheter, the coil detached in the microcatheter. Both segments of the coil were removed in their entirety. There was no reported intervention or patient injury.